Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A code of 1007 was also displayed that indicated the capacitor charge time was exceeded. This device was explanted. A request for the return of the device has been made. There were no adverse patient effects reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). As of today, the device has not yet been returned. Should additional information become available, this report will be updated.